Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: biomed has a 8015 unit that will not power up. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: biomed has tried another ac cord. Recommended to replace the front case due to the keypad not causing the unit not powering up. If that does not resolve the issue, then send in for a flat rate repair due to the issue could be the logic board or power supply processor board. Biomed will replace front case and call back if further assistance is required.